Event description:
It was reported that a pta balloon dilatation catheter allegedly ruptured circumferentially at 20atm on the first inflation in an upper arm fistula. The balloon remained relatively intact and did not break into many pieces. A 5.5 sheath and .035 guidewire were used. An inflation device was used. No pt injury and no intervention required.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint for this lot number, to date. The sample was discarded by the user facility, therefore, no sample evaluation could be done. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) for this device states: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended.